Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for an extrahepatic biliary duct (ebd) procedure on a male pt. According to the complainant, during the procedure resistance was felt when the inner sheath was retracted for the stent to be released. The inner sheath became stretched and the stent was unable to be released. The physician was unable to deploy the stent and the device was removed from the pt along with the scope. The procedure was successfully completed with another flexima biliary stent system without injury to the pt. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.